Event description:
It was reported that this lead was explanted two months after implant. No product allegations have been received at this time. No additional adverse patient effects outside of the replacement procedure were reported.

Event description:
It was reported that this lead was explanted two months after implant. The patient experienced valve issues and the physician decide to extract the system. No product allegations have been received at this time. No additional adverse patient effects outside of the replacement procedure were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the new information and code added: b5: describe event or problem field h6: patient codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
This lead was returned intact to boston scientifics post market quality assurance laboratory a thorough evaluation was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was explanted two months after implant. The patient experienced valve issues and the physician decide to extract the system. No product allegations have been received at this time. No additional adverse patient effects outside of the replacement procedure were reported.